Event description:
Introducer failed while performing cordis introducer placement. The introducer stuck to the outside of the needle/hub when removing the introducer. The introducer had to be broken to get it loose/unstuck to remove it. Delay in surgery noted, as new introducer kit had to be obtained. No harm noted to pt. Pt recovered well.